Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error. The customer stated that they were not able to clear an alarm and time clock was advanced. Customer stated that battery cap was stripped and crack by the motor. Customer also stated that after battery change they had to reset the date and time of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.